Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a norepinephrine infusion was found to be running wide open, not in the pump channel, on a pacu patient. The patient's blood pressure was elevated; the patient required unspecified resuscitation and was taken to the cath lab for placement of an intra-aortic balloon pump and was transferred to the ICU. The customer reported the patient made a full recovery with no permanent injury.

Manufacturer narrative:
The customer¿s report of over infusion of the drug norepinephrine could not be confirmed. Physical inspection of the device noted the instrument seal was broken. The door latch mechanism, including the torsion spring, pivot latch screw and sear, was found to be a non-approved, non-carefusion part. No other issues or anomalies were noted externally with the device. Analysis of the pcu event log shows that norepinephrine, 16mg/250ml was programmed on (B)(6) 2015 at 10:09am while in anesthesia mode and was immediately placed in pause mode and was never started. The ac power was removed at 03:27pm disabling anesthesia mode. Approximately 15 minutes later, the pump module was turned off. At 4:11pm, the door was opened and a "flo stop open / close door" alarm was recorded for 3 seconds. It is suspected that the safety clamp open alarm event was associated with the removal of the disposable set. Once the disposable set has been removed, flow control and disposable set status for the safety clamp condition (open or closed), is no longer under the control or visible to the pump module. A new infusion of the drug phenylephrine was started at 5:15pm. Rate accuracy testing indicated that the device was infusing within specification. Testing was performed to determine whether the safety clamp engaged as expected when the door was opened. The safety clamp closed each time when tested with the returned set; however. When tested with a new in-house test disposable set (model: 2200-0500) the sear failed two times to close the safety clamp and the pump module alarmed with safety clamp open / close door. The door latch assembly was temporarily replaced with an approved door latch assembly and with a new test disposable set the sear appropriately closed the safety clamp with door opening each and every time. The customer¿s 3rd party door latch assembly was re-installed and with another new disposable set the sear again failed twice to close the safety clamp. Repeated tests after the initial two failures found the sear to appropriately close the safety clamp with door opening. The root cause for the event was determined to be the use of an un-approved third party door latch assembly